Event description:
It was reported that this right ventricular (rv) lead oversensed noise, which resulted in pacing inhibition. The patient did not experience greater than 2 seconds of asystole. In addition, the pacing impedances were within normal limits besides one measurement that was less than 200 ohms. Subsequently, a revision procedure was performed. The pace/sense portion of the rv lead was surgically abandoned, and a new pace/sense lead was implanted. This rv lead remains in service. No additional adverse patient effects were reported.